Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that when attempting to deliver a bolus, it never went beyond 90 percent and it took 2 to 4 minutes to connect. The agent had the patient launch myptm¿ and attempted to connect. The patient saw the lockout screen, which indicated a duration of 1 hour and 31 minutes with the reason a lockout duration in effect. The patient stated that they have 11 boluses remaining but mentioned they were not receiving the bolus. The agent had the patient close all applications, launch myptm and attempt to connect. The patient saw the message no device found. After pressing retry, the patient noted that the screen was lagging at 90%. The agent had patient close all applications. The agent reviewed the data and assisted the patient in deleting the data. The agent had the patient restart the handset, turn airplane mode 'on' and, 'off' and the patient confirmed that the bluetooth was enabled. The agent had patients close all applications again, launched ¿myptm¿ and attempted to connect. The patient was able to connect to the pump. The agent reviewed bolusing information and advised the patient to monitor their next bolus. The patient was also redirected to their healthcare provider (hcp) to review their bolus activities. Additional information was provided from a consumer but repeated the same information on this case. The patient spoke to fast and explained things all over the place. The patient started saying that they did what they were told to do and went to their healthcare provider (hcp) and their hcp said that they needed a new personal therapy manager (ptm). The patient mentioned that they had a company representative (rep) before, but they could not contact them. The patient mentioned that their ptm did not move so their hcp delivered their bolus last night. The patient stated that their hcp "crack up" and only push them up to 90 percent. The patient mentioned their hcp was not available until january 1st next year and they need to get a rep to assist them locally. The patient mentioned that they try to deliver bolus today and it's asking them to power off and wait. The agent advised that we could clear the data on the handset. The patient added that their hcp stated that no matter what finger was used on the ptm, it was not moving. Theagent reviewed device function and provided the national answering services (nas) number. A request was sent to repair to replace the handset. Additional information was provided from a consumer stated that the agent walked the patient through pairing the handset to the pump.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) had been very slow to connect to the pump since friday. The patient stated they had to hit the 'button for start' a couple times to get it to connect. The patient confirmed a lag at 90%. The agent walked the patient through clearing data on the handset after which the patient was able to successfully connect to the pump without issue. The ptm programming was ¿bolus duration: 5 mins, lockout duration: 2 hours, bolus restriction window: 5/12 hours, boluses per day: 10.¿ it was noted that the troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.